Manufacturer narrative:
The patient refused pump return to animas for evaluation, at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an audio tone/vibration issue. The reporter stated that the vibration function was intermittently unresponsive and refused to have the pump returned at this time. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.